Event description:
It was reported that the silverglide cable assembly was sparking. This event did not occur during a procedure. There were no adverse consequences alleged with this event.

Manufacturer narrative:
The device is available for evaluation. However it has not yet reached the mfg site for investigation. A follow-up report will be filed once the investigation is complete.